Event description:
Customer reported that the blood glucose had been elevated due to cortizone shots and that she had received predictive low alerts when the blood glucose reading was 120 mg/dl. The blood glucose readings had been as high as 400 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.